Manufacturer narrative:
Additional information was received that there was no major ipg migration noted just poor placement by previous physician.

Event description:
A report was received that the patient was experiencing discomfort at ipg site. Fluoroscopy confirmed lead migration and the ipg was directly on the spine. The patient underwent a revision procedure wherein the ipg and leads were replaced. No device malfunction was suspected. The patient was doing well postoperatively.

Manufacturer narrative:
(B)(4). The explanted devices were not returned to bsn.

Event description:
A report was received that the patient was experiencing discomfort at ipg site. Fluoroscopy confirmed lead migration and the ipg was directly on the spine. The patient underwent a revision procedure wherein the ipg and leads were replaced. No device malfunction was suspected. The patient was doing well postoperatively.